Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 420 mg/dl. She lost her quick serter. The customer has not been able to use the insulin pump in three days. The customer almost fainted. The customer treated her blood glucose level with injections. The insulin pump had a crack on the bottom of the reservoir. The act button was not working. The screen was also frozen and the battery cap was damaged. The alerts did not work and the customer received a button error alarm. The device was not returned.